Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the pilot balloon failed to withdraw air. When air pressure was measured with a cuffalator, the equipment read zero pressure, and the ventilator showed zero returned volume at the time of incident. There was audible air leak around the cuff. The patient was re-intubated.